Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a ventricular tachycardia (vt)/ventricular fibrillation (vf) episode which occurred during an implantable cardioverter defibrillator (ICD) check. The physician noted that the same event occurred during the previous device check two weeks prior. Treatment was activated and the episode was stopped by anti-tachycardia pacing and non-sustained ventriculartachycardia (vt) was detected as well. The physician suspected that the vt/vf could be triggered by the interrogation. The ICD remains in use. No further patient complications have been reported as a result of this event.